Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. Before burring, the surgeon walked the plan with the burr, and green bone on the software model appeared to be removed although no burring had taken place and the burr was not activated. The makoplasty specialist (mps) guided the surgeon through troubleshooting including re-registering the rio and recapturing the checkpoint. The checkpoint was within acceptable limits, the surgeon completed burring and proceeded through the case with no further issues.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was initiated by mako surgical with regards to the robotic arm interactive orthopedic (rio). The current functionality of the software removes the green visual based on the position of the center of the burr regardless of whether the motor is on or off. The results of this investigation led to the conclusion that the reason for the observed issue was likely a combination of incorrect assembly of the collar nut that affects burr position, movement of the base array, and placement of the checkpoint on lower quality bone.